Event description:
It was reported while testing for sars-cov-2 5 false positive negative results were obtained. Confirmatory testing was performed using pcr test method and the results were positive. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: customer suspecting false negative results confirmed against pcr.

Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges false negative when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 1246266. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported while testing for sars-cov-2 5 false positive negative results were obtained. Confirmatory testing was performed using pcr test method and the results were positive. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: customer suspecting false negative results confirmed against pcr.

Manufacturer narrative:
Eua# (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.